Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was also observed that the device would not power on. The power pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and determined that the root cause of the reported failure was a high amount of current running through the power pcb.

Event description:
It was reported that the device's ac power adapter was displaying a service light. The customer also indicated that multiple ac power adapters had the same problem on this device. There were no reports of patient use associated with the reported failure.